Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
Following an evoke spinal cord stimulation (scs) system permanent implant procedure, delayed wound healing at the evoke closed loop stimulator (cls) site was noted. The patient was provided antibiotics during this evaluation. During a follow-up visit, persistent wound not healing and confirmed infection at the cls implant site was confirmed. A revision was performed during which the following was completed: cls implant site cleaning, irrigation and debridement and oral antibiotics (2x) was prescribed. Due to persisting infection, the evoke scs system was explanted.

Manufacturer narrative:
The device was returned to saluda. Device functionality is not suspected to have caused or contributed to the reported infection event. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include: infection that may require hospitalisation with intravenous antibiotic therapy... The patient may require surgery (including revision, explant, and replacement) as a result of any of the above." A DHR review was conducted by the manufacturer and the device met all requirements for release. The root cause for the infection remains unknown and the complaint cannot be confirmed. Evoke cap12 percutaneous lead kit x 2: model# - 102878. Catalog# - 3008. Lot# - 9017614485. UDI# - (B)(4). Expiration date - 27jun2026. Manufacture date - 27jun2024. Active anchor kit: model# - 104462. Catalog# - 3034. Lot# - 9018465548. UDI# - (B)(4). Expiration date - 26dec2026. Manufacture date - 16dec2024.